Event description:
It was reported to boston scientific on 16 february 2007, that a pt expired four days after undergoing radiofrequency ablation therapy for renal cell carcinoma. The radiofrequency ablation procedure was successful, however, the pt did suffer blood loss related to anticoagulation therapy; the pt was on coumadin. After f/u with the sales rep and physician it was noted that the pt suffered a myocardial infarction that was unrelated to the procedure.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met spec. A review of our complaint data for the last fifteen mos show that there were no other related death complaints associated with this product code and failure mode. Our monthly trend report for the past 15 mos also shows no unfavorable trends for this product family.